Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v673560, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported feeling her stimulator go crazy so she turned it down. She still felt it so she turned it off and left it off overnight. She then turned it back on the day of this report but still really felt it so she thought there was something wrong. No falls/trauma were related. Decreasing the amplitude did not resolve the issue. Turning the stimulation off did not resolve the sensation. When she turned stimulation off, it felt like something was falling off; it was weird. The patient was redirected to her healthcare provider (hcp); it was noted she needed a new hcp. Relevant medical history included fecal incontinence and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they had not found a new health care professional (hcp). They were not sure what happened but the manufacturer representative (rep) helped them with the issue and reprogrammed them. The steps taken to resolve the issue included reprogramming as the stimulator was zapping the patient.